Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that a manufacturer representative met with them at their healthcare provider (hcp) office to set them up to charge. The patient stated that the manufacturer representative left the appointment early and texted them the directions to finish the process, but it never worked. It was reported that the inability to communicate with the implant and the upper extremity numbness wasn't resolved, and the patient still wasn¿t able to get the MRI that they needed to figure out what was going on with their neck and arms. The patient mentioned that they were coordinating with their hcp to get their implant working and also to get it in MRI safe mode. The patient stated that it had been a week and a half and their neck and arms/hands are ¿still a mess.¿ it was reported that the patient¿s implant kept dropping the charge almost immediately after charging and their programmer won¿t connect with it at all. The patient stated that a screen was displayed with the picture of a doctor and a phone, with a symbol in the corner (triangle with an explanation mark).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. Poor communication was reported on the patient programmer with or without the antenna. The patient's implant was not communicating with either the programmer or the recharger. The patient got the reposition antenna screen on the recharger. The communication issues were noticed at about 1:30 pm on (B)(6) 2016. The implant was able to communicate on (B)(6) 2016. It was noted that the patient was scheduled for an MRI at 4:50 pm on (B)(6) 2016 and the patient was trying to active MRI mode when she noticed that she was unable to communicate. The patient last felt stimulation and last successfully recharged on (B)(6) 2016. The patient was to follow-up with a healthcare professional (hcp). Additional information was received from a hcp. It was reported that the patient had numbness in the upper extremity and was ordered an MRI of the cervical spine. The hcp did not know when the numbness started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.